Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) trial. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2010: the patient presented due to stable angina. Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 15mm long type "b1" lesion located in the ramus intermediate artery which was reported to be "not heavily calcified or tortuous". It was treated with predilation and placement of a 2.25x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis and timi-3 flow. The second was an 80% stenosed and 8mm long type b1 lesion located in the proximal right coronary artery (rca) and was also not reported to be heavily calcified or tortuous. It was treated direct stenting using a 2.25x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis and timi-3 flow. There were no procedure complications and the patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient presented with chest pain and a subsequent ECG was positive for ischemia. Ck and troponins were negative. Repeat cardiac catheterization revealed 90% in stent restenosis of the ramus. The stent in the rca was patent. The ramus was treated with balloon angioplasty and placement of a drug eluting stent. The patient also had 99% stenosis of the left circumflex, 99% stenosis of the first obtuse marginal and 95% stenosis of the second obtuse marginal. The left circumflex was also treated with angioplasty and drug eluting stent placement. There were no complications post procedure and the patient was discharged 1 day later. It is the opinion of the physician that the event is possible related to the taxus liberte stent.